Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw universal ii. Other: 20/30 priority pack with copilot (indeflator). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported kink was able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the dilatation catheter during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the balance middleweight universal ii guide wire resulted in the reported kink/noted inner member damages (twisted, bunched, wrinkled, stretched) thus resulting in the reported difficult to position. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that during use, a 2.00 x 15 mm mini trek balloon dilatation catheter (bdc) was unable to be advanced over the balance middleweight (bmw) universal ii guide wire while inside the patient. The bdc and guide wire were removed independently and upon removal it was noted that the wire of the balloon was kinked. A new, same size, mini trek bdc and the same bmw universal ii guide wire were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the inner member was wrinkled and stretched 1 cm proximal to the proximal balloon marker for a length of 1.2 cm. No additional information was provided.